Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Tubing model or lot requested however not provided.

Event description:
It was reported that there was a possible error in volume to be infused between 11am-4pm. There was no report of patient harm . Although requested there was no additional event details provided at this time. It was later reported per biomed: the device passed all the tests and decline to return devices for investigation.